Manufacturer narrative:
Product analysis summary: the full lead in segments was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched.

Event description:
It was reported that the patient was experiencing dizziness and near syncope. Occasional loss of capture was noted upon interrogation. An right ventricular (rv) lead microdislodgement was suspected. The lead was reprogrammed to increase outputs. Ultimately, the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.